Event description:
Customer reported receiving erratic readings on their blood glucose monitor within 10 minutes of 20 mg/dl and 155 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The customer's returned meter (B)(4) has been tested and the complaint was not confirmed. No new issues were observed. All results were within the range specification during control solution testing. Additionally, the readings of 20 mg/dl and 132 mg/dl were found in the device's internal memory log within 10 minutes.